Event description:
Deflation from surgical instrument resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: date of this report, contact office - name/address/phone number, type of report, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.

Event description:
Deflation from surgical instrument resulting in explantation.